Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the presence of oily residue (foreign material) in the working channels, associated with simethicone and peppermint oil usage during reprocessing. There was no patient involvement reported.